Event description:
It was reported that patient experienced pain, slight drainage due to a suspected infection at ipg site. It was noted that pain is slender, the ipg site was sticking out the patient's back and the incision site had not opened but was healing very slowly. Cultures were taken but nothing was positive. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored and issue has resolved.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.